Event description:
Dr. [Redacted name] was using the sn arthroscopic 3.5 curved shaver tip, something he uses for 90% of his cases, and the tip stopped oscillating. When they took the shaver apart, it was noted that the inside piece broke apart. Nothing was left inside the patient; all pieces were still inside the shaver sheath. Packaging was found: ref: 7210980, lot#: 51169563. Reps were notified, one of the shaver tips was set aside and is at the [redacted name] control desk. Manufacturer response for arthroscopic 3.5 curved shaver tip, (brand not provided) (per site reporter). Clinical site notified manufacturer rep directly.